Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).